Event description:
It was reported that the user experienced hyperglycemia with a blood glucose of 350 mg/dl while using the ilet system; the caregiver inquired about cgm target settings and potential use of multiple daily injections, and was advised to consult the healthcare provider for target ranges and to disconnect the pump for at least two hours if a short-acting insulin injection is administered. Symptoms included elevated blood glucose. Outcomes included user education on troubleshooting and pump management during potential mdi use. Investigation included customer interview and troubleshooting, including review of infusion set status and recent supply change. Investigation of this case revealed no confirmed device malfunction, with the cause of hyperglycemia remaining unclear. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.